Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The burr lock mechanism assembly was disassembled and buildup of possible medical debris and detergent residue were observed. It was determined that the cause for not securing a cutter was likely due to debris and residue preventing the lock tabs from moving into place. It was determined that the cause of the medical debris and detergent residue buildup was likely due to improper cleaning. The assignable root cause was determined to be due to component damage caused by user error / abuse and possibly misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 of the same event. It was reported that during an unspecified surgical procedure, it was discovered that the motor and attachment devices would not work and got stuck while in use together. There were no delays to the planned surgical procedure. A spare identical device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.